Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had low blood glucose reading on the pump. Customer's blood glucose at that time was low 40mg/dl then did not show any reading. Troubleshooting was done. Customer stated that blood glucose after was 51mg/dl. No further information provided.